Event description:
Info was provided to the MFR on (B)(6) 2011, that during a procedure on (B)(6) 2011, to declot a right upper extremity brachiobasilic arteriovenous graft, the 4fr performer micropuncture introducer that was being used to try to declot the graft, fractured, leaving a 4-5 cm in place in the graft. The pt then needed surgery to declot and remove the foreign body.

Manufacturer narrative:
(B)(4) - separates is not specifically listed. Event is still under investigation.